Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The unit returned is stuck inside of non-bsc micro-catheter. A visual inspection was performed. A terumo 5f catheter and coil were returned. The coil returned partially out of the terumo 5f catheter. The coil was returned severely stretched. X-ray analysis reveals that the coil was stuck within the terumo 5f catheter. A microscopic inspection was performed. The zap tip has a smooth surface. The dimensions that could be measured were found to be in specification. The number of distal fiber bundles was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f imager¿ ii selective diagnostic catheter without side flushing holes." (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that a coil became stuck in catheter. The target lesion was located in the splenic artery. A 15mm x 40cm interlock¿-35 was selected for use. During the procedure, it was noted that the coil became stuck in a non-bsc catheter. Both the coil and catheter had to be removed from the patient as a unit. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's condition was fine. However, device analysis revealed that the recorded number of fiber bundles was below the assigned specification.